Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2013 at which point the patient underwent recurrent incisional hernia repair and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 at which point the patient underwent recurrent incisional hernia repair and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 and repairs the recurrent incisional hernia with biologic mesh. It was reported that the patient underwent revision surgery on (B)(6) 2018 by the surgeon and experienced a complete small bowel obstruction, which prevented the surgeon from safely removing portions of the mesh without causing injury to the small bowel, therefore, the surgeon repairs the recurrent incisional hernia primarily. Other procedures are captured in a separate files. No additional information was provided.